Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they received a motor error alarm. The customer's blood glucose was 127 mg/dl at the time of the event. The customer also reported the drive support cap was sticking out during troubleshooting. The customer was advised the insulin pump will be replaced. The insulin pump will be returned for analysis.

Manufacturer narrative:
Unit received with operating currents within spec and passed self test, unexpected restart error test and basic occlusion test. However, unit alarmed compromised force sensor system during basic occlusion test due to loose / protruded motor support disk. Unable to verify motor error alarms of perform prime test, occlusion test and excessive no delivery test due to force sensor system alarms. Unit received with stripped battery cap coin slot (p). Unit received with cracked case at the display window corners, display window and battery tube threads. Unit received with broken belt clip slot. Unit received with stained end cap sticker. Unit received with minor scratched display window and case. The motor was tested outside the device and passed.